Event description:
It was reported that there was an incomplete mesh. The living legacy foundation is a cadaver skin bank and there is no risk of patient involvement or harm at this facility. No additional information can be provided. Evaluation of this cutter revealed that it did not pass the cut test. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutter failed testing due to an incomplete cut. The unit was returned the account unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.